Manufacturer narrative:
Patient information was not provided by the customer. The field service engineer (fse) was on site and confirmed what the customer reported. To resolve the issue the fse adjusted the flow rate and also adjusted the tarpon amp boards at the side scatter (ss) and fl5 (aux) locations . Bec internal identifier - (B)(4).

Event description:
The customer reported a lymph gate failure on their fc 500 flow cytometer resulting in erroneous cd 34 results for patient samples. Erroneous patient results were generated but not reported out of the lab. There was no report of death, injury, or change to patient treatment as a result of this event.